Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device did not recognize when the cassette when it was attached at the pump and it kept alarming "cassette not attached". This was an out of the box failure. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to a previous repair. Visual inspection found the device in good condition, all was intact. There was evidence of the reported problem in the event history log. The reported problem was not duplicated. The investigation found intermittent latch flex issues. For corrective action, the latch flex was replaced. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.